Event description:
It was reported that a pump alarm was heard; a low reservoir alarm was noted. The pt's pump was last refilled in (B)(6) 2010. The pt had no managing hcp and insurance issues at the time of this report and was looking for an hcp. The pt experienced return of symptoms. It was noted that the pt felt "tingling in her toes, but now she is tingling/twitching from head to toe". It was later stated that the pt did not feel "anymore tingly then she normally does"; "symptoms are the same as when she is receiving therapy". The pt had "a poor memory" and appeared to have "limited cognition". The pt's physical care was performed by her husband. An appointment was scheduled for (B)(6) 2011; the pt had oral medications in the interim. "To get her through until that time."

Manufacturer narrative:
(B)(4).